Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal radius. The surgery was completed successfully with no surgical delay. But on (B)(6) 2021, breakage of the plate was revealed by x-ray at the patient's visit. Because the patient did not complain of pain and the callus appeared, it was decided to see how it goes without removing implants. Slight dorsiflexion has occurred due to plate breakage. The plate will be removed after rehabilitation. No further information is available. Concomitant devices reported: unknown cortex screw (part# unknown, lot# unknown, quantity 1) this complaint involves one (1) device. This report is for (1) 2.4mm ti va-lcp volar rim dstl rad pl/7h hd/5h shft/lt-ster this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hwc complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 04.115.851s lot # 93p0491 manufacturing site: (B)(4). Release to warehouse date: 15 apr 2021 expiry: 01 apr 2031 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va-lcp volar rim dist-rad-pl2.4 le shaft was found broken in two sections from the shaft. A dimensional inspection for the va-lcp volar rim dist-rad-pl2.4 le shaft was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va-lcp volar rim dist-rad-pl2.4 le shaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: date of event is unknown.

Event description:
It was further reported that patient underwent surgery on (B)(6) 2022 to remove the plate.